Event description:
It was reported that customer experienced high blood glucose of 558 mg/dl with dangerous life-threatening ketones, which led to emergency room care and subsequently being admitted to the hospital for two days. Customer received intravenous saline and insulin treatment while in the hospital, and issue was resolved. The customer was released after two days with no permanent damage. Customer confirmed correct personal settings and proper insulin storage, acknowledged that the infusion set had been used for 3 days and was outside labeling use. The customer received education on proper use, and completed system check with technical support, after which no further assistance was required.